Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the cre core (sheath) does not come out when removed. There were no patient complications reported as a result of this event. The procedure was completed with a non-bsc device. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of balloon torn longitudinally. Please see block h11 for full investigation details.

Manufacturer narrative:
Block h6: imdrf device code a0414 captures the reportable investigation results of balloon longitudinally torn. The returned cre pro wireguided dilatation balloon was analyzed, and a visual and microscopic evaluation noted that the balloon was longitudinally torn. No other problems with the device were noted. The product analysis revealed that the balloon was longitudinally torn. The condition could have been generated due to procedural factors such as excess of pressure or interaction with other devices. Also, it is possible that interaction with a sharp surface during or before the procedure, could have caused the problem found on the balloon. Based on all gathered information, the most probable root cause is adverse event related to procedure.